Manufacturer narrative:
Findings: button error alarm and no esc and act button response due to corroded keypad traces. No moisture damage inside pump noted. Pump received with cracked reservoir tube lip.

Event description:
A customer reported via phone call indicating that their insulin pump alarmed button error due to exposure to moisture. The customer's blood glucose level was 129 mg/dl at the time of the incident. The customer was informed that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the back up plan. The customer sent the product back for analysis. A replacement insulin pump was shipped to the customer.